Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's conductor wire to be broken. One conductor wire was broken at the yaw pulley exit. The wire was detached from it's connection at the grip. The instrument failed the electrical continuity test. The yaw pulley showed no signs of arcing. Failure analysis investigation also found the instrument's pitch cable to be frayed. One pitch cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was observed that the maryland bipolar forceps instrument failed to work. A frayed wire was identified at the tip of the instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.